Event description:
While treating a perihperal blockage, surgeon attempted to insert 5 french antegrade sheath over guidewire. He had a catheter in retrograde when this occurred, and he was attempting to performing stenting procedure in right groin of patient suffering from peripheral vascular disease. Apparently patient had significant buildup of plaque in the artery which may have contributed to the sheath shearing off when the surgeon tried to advance it. The sheath tore off in the artery and surgeon was unable to remove remainder of sheath. Surgeon then performed cutdown to remove sheath. Patient had labs drawn stat hemoglobin and hematocrit and type and cross for 2 units packed rbc's. Stenting procedure unable to be completed and patient was transferred to ICU where patient was transfused with the 2 units of prbc's.